Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au5800 clinical chemistry analyzer. The fse identified a malfunctioning buffer syringe. The fse replaced the buffer syringe to resolve the issue. (B)(6).

Event description:
A customer in (B)(6) reported generating erroneous high chloride (cl) patient results on their au5800 chemistry analyzer. The samples were repeated on the same analyzer with results considered correct by the customer. The customer reported 30 patient samples were affected and 3 amended results were issued. There was no change to patient treatment in association with this event. There were no reports of qc (quality control) issues prior to or after the event.

Event description:
A customer in (B)(6) reported generating erroneous high chloride (cl) patient results on their au5800 chemistry analyzer. The samples were repeated on the same analyzer with results considered correct by the customer. The customer reported 30 patient samples were affected and 3 amended results were issued. There was no change to patient treatment in association with this event. There were no reports of qc (quality control) issues prior to or after the event.